Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2012 that a customer had an issue with a standard syringe. The customer reports that during the initial use of the needle, they were drawing up saline and the needle cleanly detached in the rubber stopper. This is a human use needle, being used in a veterinary setting.